Manufacturer narrative:
Type of investigation not yet determined ((B)(4)) additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not switching on. A further check revealed that the main board could be defective. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not switching on. A further check revealed that the main board could be defective. It is unknown under which circumstances the event occurred, however there was no patient involvement.

Manufacturer narrative:
Corrected information b5, b6, b7, d1, d4,d11, g1, updated information b4, e1, g3, g4, g7, g8, h2, h6, h10, h11.

Manufacturer narrative:
Updated fields - e1(site country), h6(type of investigation, investigation findings, component code, investigation conclusions). Corrected fields - d4(version or model#, catalog #,unique identifier (UDI) #). Additional information - e1 (event site state - (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pcb solenoid driver and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.